Event description:
It was reported that the device presented in back up vvi mode via merlin.net. The patient was brought into clinic and back up vvi mode was confirmed upon interrogation. A device download was successfully performed.